Manufacturer narrative:
The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The provided archives had one computed tomography (CT) exam with 181 slices. The patient's superior and posterior part of the head was chopped off during the scan. It was always recommended to include the patient's top of the head, the skull base, and the nose for obtaining more area to collect trace points and better accuracy. Archives captured eight successful registrations where the site used both touch point and trace registration methods for registering the patient. However, the site collected three touch points out of four on the soft tissues hence it was always suggested to collect the touch points on the bony structure for getting good accuracy. Also, the site collected fewer trace points on the forehead area, and few points were collected outside of the scanned region hence shown as red. It was suggested to collect more trace points around the scanned region and the area of interest for better accuracy and to use a lighter touch for collecting the trace points. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event occurred during a functional endoscopic sinus surgery (fess) with navigation. The event resulted in a 30+ min in delay to the case. The user had to wait for the navigation system to reboot, register, and troubleshoot with the medtronic representative (rep) on the phone.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the registration accuracy was 2.8 mm. The surgeon added 3 touch points to the trace and improved the accuracy to 2.4 mm. The surgeon claimed that the accuracy was off by 1 cm when verifying the registration accuracy. The surgeon was walked through the addition of 3 more touch points to the trace and the accuracy did not improve. The autorefine made the scan look more grainy and the surgeon was continuing with the inaccuracy in mind. The site staff noted that the scan was grainy and that there were speckles around the patients head which could impact accuracy. There was a surgical delay of less than one hour and no reported patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736; software version: 2.1.0 h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.